Manufacturer narrative:
Device has been discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced an extubation. Patient, a 700-gram neonate who is at high risk of a head bleed, required reintubation. Attempts have been made, no additional information is available. 1216677-2026-00065 42-2540 neo-fit (B)(4).